Event description:
The intralase fs laser used to create a corneal flap for lasik surgery. At the twelth day post-op the patient presented with bilateral diffuse lamellar keratitis (dlk) which was treated with topical steroids and a flap lift and rinse was performed. The patient responded to treatment and the dlk resolved in both eyes with no loss of visual acuity.